Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, permanent cautery hook instrument was not working well. During intraoperative use, smoke started to appear by the wires at the joint near the instrument tip. The procedure was completed using the backup instrument with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was visible. The issue occurred while dissecting and cauterizing tissue, the arc grounded at the joint by the hook. An erbe vio 10 generator was used with monopolar energy cut/coag function set to 4. The instrument was in use for approximately 60 minutes prior to the arcing event. A tip up fenestrated grasper instrument was in use at the time of the event. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tips were in contact with tissue initially, then surgeon demonstrated that instrument smoking/ sparking when not in contact. The instrument tip(s) did not touch any staples, clips or sutures while energized. No visible debris was noted on instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications because of the arcing event. The procedure was not delayed because of this issue.

Manufacturer narrative:
Correction of product lot number based on a review of the logs. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was inspected and compared to an in-house instrument. No damage was found. The part was returned with a reported complaint that does not affect functionality. The smoke was traveling from the tip upward as an exit. No product issue was identified. Additional observation(s) not reported by the site were also observed. The instrument was found to have multiple indentations on the edges of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley do not show damage.

Event description:
Refer to h10/h11 for follow-up information.